Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, lead impedance out of range alert was recorded on (B)(6) 2009, impedance trend on the rv (right ventricular) pacing lead was rising. The maximum rv pacing impedance increased from 864 ohms (the week ending (B)(6) 2009) to 1280 ohms (the week ending (B)(6) 2009).

Event description:
It was reported that the thresholds increased in the right and left ventricular leads. The leads remain in use. The patient was enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076-52 implantable pacing lead, (B)(6) 2009; 419678 implantable pacing lead, (B)(6) 2009. (B)(4).